Event description:
Allegedly, the doctor was performing a turbt of a large bladder tumor. When doctor inserted the 28fr resectoscope, he noticed that the ceramic tip had broken off and fallen into the pt; he then used another instrument to break the beak into smaller pieces and he was able to retrieve most of the ceramic fragments; one small piece was left and the site was irrigated but they could not confirm that the last small piece was removed. The procedure was completed with no injury to the pt.